Event description:
It was reported that the patient had a fall and felt like he wasn't stable. It was noted that the patient needed to use support in order to be mobile and "may have lost consciousness". The patient also reported pain in the internal neurostimulator (ins) site. It was noted that the patient believed there may be an issue with his battery. The patient stated that he typically recharged the device every 2 days, but during the last session, he waited 5 to 6 days until he recharged and the programmer still displayed a 100% charge. It was unclear if the patient was checking the ins or patient programmer battery level. It was noted that the patient had a scheduled physician's appointment for (B)(6) 2012. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient had balance difficulties over the "past few months." The battery was analyzed and it was noted to be on and functioning properly. On (B)(6) 2012, the patient was able to charge the stimulator to 100%. There was no injury or hospitalization. Notes from a doctor's visit on (B)(6) 2012 also reported that the patient had experienced recurrence of dystonia in his left arm. Patient had botox injections in (B)(6) this past (B)(6). The patient did not feel injections were helpful, but realized his dystonia was returning in his left arm. The patient had been taking oral medications to manage his dyskinesia, but still noticed symptoms on occasion. Patient used programmer to adjust voltage as needed, although he was unsure that his dbs was functioning appropriately. Patient complained of occasional insomnia, but admitted to sometimes taking nuvigil around 2 pm. The patient denied any cognitive decline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37085-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension, product ID 37085-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension, product ID 3387s-40, lot# v606250, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3387s-40, lot# v606250, serial#, implanted: 2011 (B)(6), explanted: product type lead. (B)(4).